Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 14.5u, 14.5u, 15u, 14.5u, 15u, 15u, 14.5u, 15u, 15u. Inpen failed dialing alignment. The zero dose mark dose not fully align in the gage window when dialed to 16u. Inpen passed front cap investigation. Pending further investigation performed in san diego location. Dose log/report data inaccuracy confirmed due to tangled spring. Per san diego analysis: base line functionality test : passed displacement dose accuracy: failed paired to commercial app using 7 units. Inpen baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,14.5,15,15 inpen failed displacement dose accuracy. Rear shell was cut open. It appeared that the lower clutch between the detent ring and driveshaft were skipping. Detent ring and driveshaft were inspected and no anomalies visible. Detent spring was tangled causing the force delivered to the driveshaft to be inconsistent and the doses to be inaccurate. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 14.5u, 14.5u, 15u, 14.5u, 15u, 15u, 14.5u, 15u, 15u. Inpen failed dialing alignment. The zero dose mark dose not fully align in the gage window when dialed to 16u. Inpen passed front cap investigation. Pending further investigation performed in san diego location. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that there was discrepancy on delivering insulin by inpen and log. Troubleshooting was performed and the issue was not more than 1 unit and mismatch in log and app. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and will be returned for analysis.